Event description:
C-cc-bt - broken tubing. It was informed that pipe of connection cut.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt kit in sealed original package. IV tubing was crushed and cut at two different locations. A section, approximately 2" long, of the tyvek seal was not sealed, due to tubing being stuck at this area. It was most likely that the tubing had been stuck at the seal area, and got crushed and cut during packaging process.

Event description:
It was reported by the customer that the device experienced an instrument lock-up failure. There were no reports of patient use associated with this event.